Event description:
It was reported that a patient implanted with an intraocular lens (iol) in october 2025 experienced decreased of visual acuity in the left eye. Patient's vision was limited to 5/10 post-yttrium aluminum garnet (yag). At month one it was 7 to 8/10 p5. Account indicated that the eye topography is okay. No further information was provided.

Manufacturer narrative:
Section a2, a3, a4, and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section b3 - date of event: between implantation october 2025 and awareness date june 16, 2026. Section d6a - implant date: account indicated october 2025. No specific date provided. Section d6b - explant date: not applicable - lens remains implanted; therefore, not explanted. Section e1 - telephone number: (B)(6). Section h3 - the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.